Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's blood glucose at time of incident was 400 mg/dl. Customer stated she doesn't have time to troubleshoot for high blood glucose. The customer stated that the infusion set is causing her to have high blood glucose.